Event description:
The reported description notes that the bedside monitor is not producing alarms when its alarm preconfigured parameters have been exceeded. No pt harm was reported.

Manufacturer narrative:
(B)(4). The reported description notes that the bedside monitor is not producing alarms when its alarm preconfigured parameters have been exceeded. No product testing. Per philips service support discussed short yellow (low priority) heart rate alarm performance and demonstrated heart rate alarm activity. It was determined that the user misunderstood the monitor's alarm performance/algorithm. A suggestion was given to the customer to either change the timeout period for level 1 alarms to less than 3 minutes or making the heart rate long yellow alarms if the desire was to get more frequent heart rate alarm notifications. The philips clinical specialist assigned to this customer was notified. No additional similar reports regarding alarm performance have been received associated with the cited bedside monitor. Device labeling (IFU) adequately describes control of alarming. The available information does not support that there was any malfunction or that any design or labeling deficiency exists in relation to this report. No further action or investigation is warranted. This report was due to user misunderstanding of monitor alarm function. Product reinforcement training regarding pt alarms reviewed with customer.